Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that logs were reviewed and found evidence of ECG monitoring failure in conjunction with rapid cable ID changes. The device passed all testing successfully, the defib receptacle was replaced as a precaution. The device will be tagged with a warning to the customer to discard the mfc used in the event to prevent recurrence. No emerging trend based on similar reports.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed an "ECG monitoring failure" message. Complainant indicated that there was no patient involvement in the reported malfunction.